Event description:
A report was received that the patient had developed an infection at the lead incision site. The lead was pushing out of the skin and there was swelling and pus inside the site. The physician believed that the infection was procedure related, and not device related. The patient was prescribed antibiotics as precautionary. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm. Lead kit model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit(30 cm). Model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.